Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va1gnxc, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had just had a revision because the implant was in the wrong place, the leads were shocking them and stuff. It was noted the revision had occurred on (B)(6) 2019. No further complications were reported or anticipated.